Event description:
Boston scientific received information that approximately five years after the implant procedure, the pocket wound had separated and partially reopened. After closing the pocket, the right ventricular (rv) lead indicated impedance measurements greater than 2500 ohms and increased threshold measurements. An x-ray was not performed as the patient had not required therapy for several years; therefore, the tachy mode was programmed off. It was decided to remove the entire system in the near future due to the patient's age, battery status and possibility of infection. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.